Manufacturer narrative:
Correction to g2 report source device eval by MFR: the device was returned for analysis. Visual inspection revealed the imaging window was detached and was not returned for analysis. The imaging core was found coiled and kinked at the distal end of the catheter. No imaging core windup was noted within the telescope and sheath sections of the device. No damages or failures were observed on the catheter code pcba board assembly. Impedance testing showed an electrical open at the proximal waveform. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 130cm to 140cm. During functional testing, the catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during testing. Guidewire testing could not be performed due to the condition in which the device was returned.

Event description:
It was reported that device fracture occurred. The lesion was located in left main coronary artery with the length of 28 mm and diameter of 3.5. The opticross imaging catheter was advanced for ultrasound examination target lesion. However, when delivering into the catheter, the device fractured. The device was removed and a fractured was noted during procedure. The procedure was completed with another of same device. There were no patient complications, and the patient is stable.

Event description:
It was reported that catheter issue occurred. The lesion was located in left circumflex artery with the length of 28 mm and a diameter of 3.5mm. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, during the procedure, the device was fractured and stripped. The procedure was completed with another of same device. There were no patient complications, and the patient was stable.